Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections e2 and e3, to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. The arteriotomy locator was returned as well. Visual inspection revealed that the tip of the arteriotomy locator was slightly bent. The carrier tube assembly was completely removed from the hemostasis sheath and the collagen was found stuck in the hemostasis valve. The deployment sleeve of the device was in the rear lock position with color bands fully exposed. The suture still intact, connecting the carrier tube and hemostasis sheath. The carrier tube was found to severed and tamper tube was visible as well. The bypass tube was located at the proximal part of the carrier tube assembly. No other visual anomalies were noted with the device. Manual tension was applied; however, was unable to remove the collagen from the hemostatic valve. Functional testing was not performed due to the collagen was exposed and stuck into the hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was attempted to be withdrawn manually, and it is likely that the collagen could have been stuck in the hemostatic valve while attempting to separate the carrier tube assembly from the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device collagen plug did not click into place and the whole device came out without resistance. The tract was opened with a scalpel to assure that nothing was left in the patient. Additional information was received on 30jul2019. The procedure being performed was a coronary angiography thru right arteria femoralis. A 6fr procedure sheath was used. It was an easy, uneventful puncture, no tortuosity or other challenges. A pre-deployment angiogram was performed, and there were no challenges. It was a normal angio-seal sheath insertion, there was normal bleedback and removal of the wire and dilator, and normal deployment of the anchor; however, the device came out as a whole during pullback without any resistance. Hemostasis was achieved by manual compression with no complications. The patient was reported to be doing well, no sequel.